Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during fill 3 of 4. The home patient (hp) stated they were sleeping and woke up with the patient line disconnected and dextrose coming out. The hp was in fill 3 of 4. The hp stated they tried to connect themselves back up and then called baxter. The tsr advised the hp to contact the registered nurse (rn) and let her know what happened. The hp stated they would contact the rn that morning. The baxter technical service representative (tsr) helped the hp to end therapy. The hp disconnected from the call and the hp sounded very sleepy. The tsr advised the hp to contact the rn. The hc was operational.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said that she did not notice anything unusual with any of the supplies that day. She said when she found herself disconnected, she just stopped the machine and ended the therapy then. She did not reconnect herself back up. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.